Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between: august 25, 2016 and august 26, 2016. Two devices were received for evaluation, one actual sample and one companion sample; both containing approximately 55ml of desferrioxamine. During visual inspection of the device, via the naked eye, no evidence of flow at the distal luer when the luer cap was removed. Examination of the flow restrictor revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid exit at the distal end of the glass capillary located inside the flow restrictor. Since the direct cause of the flow problem was due to crystallized drug, the reported condition was not verified and the device was determined to be conforming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a half day infusor device would not flow. The device was filled with an unspecified amount of desferrioxamine. The device did not infuse and remained full. The event occurred during patient use; however, there was no report of patient injury or medical intervention associated with this event.